Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4). Product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4). Product: lasso® nav eco variable catheter, us catalog # d134301, lot # 17031565l. (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade. The patient¿s medical history is unknown. The patient¿s blood pressure dropped and an echo confirmed cardiac tamponade. The patient required pericardiocentesis and 750 cc of fluid was removed. The patient was reported to be in stable condition at the time the complaint was reported. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade. The patient¿s medical history is unknown. The patient¿s blood pressure dropped and an echo confirmed cardiac tamponade. The patient required pericardiocentesis and 750 cc of fluid was removed. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.